Manufacturer narrative:
H3: product analysis as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, an open apollo inner pouch (b668422), and a dispenser coil. Damage location details: no damage was found with the apollo catheter hub. The apollo catheter body was found bent at ~164.0cm from the proximal end of the catheter hub. The distal tip was found detached from the catheter and not returned. Testing/analysis: the apollo catheter was flushed; water exited from the distal end. An in-house tapered mandrel was inserted through the apollo catheter without issue. The ldpe overlap was measured to be 1.7mm which is within specification (spec: 1.0-2.5mm) conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ report could not be confirmed. No issues were encountered during testing of the returned apollo catheter. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, catheter damage, guidewire damage, insufficient catheter flushing, or insufficient guidewire preparation. The guidewire used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. The apollo catheter and guidewire was prepared, and the catheter was flushed as indicated in the instructions for use (IFU). It is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported event. Regarding the observed tip detachment, tip detachment can be caused by the detach joint ldpe overlap length being too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. It is likely that the advancement of the guidewire against resistance and the patient¿s ¿severe¿ vessel tortuosity contributed to the tip detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 2 apollo catheters had resistance in their distal ends. The patient had intracranial arteriovenous malformation. The surgeon used a 0.010 micro-guidewire to guide the apollo micro-catheter into position but found that when it rose to the middle cerebral artery, the micro-guidewire could not come out and the microcatheter could not be guided further. After repeated attempts, the catheter could not be brought into position. After replacing it with another apollo microcatheter, a similar situation still occurred. After replacing it with marathon, the surgery was successfully completed. The surgeon said that the previous two apollo microcatheters would not be charged. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the IFU as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. The patient was undergoing avm (arteriovenous malformation) embolization. It was noted the patient's vessel tortuosity was severe. T he access vessel was the femoral artery with a 10mm diameter. Additional information was received stating that inquiry on the cause of the resistance was communicated with the customer, but the information could not be obtained.